Manufacturer narrative:
Concomitant medical products: dtma1d1 crtd, implanted: (B)(6) 2018; 693565 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to an infection. The device system was later replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Further information was received, which indicated the patient developed wound dehiscence and drainage two weeks following implant of the system. Cultures of the implant wound grew coagulase negative staphylococcus. The patient had noted worsening shortness of breath over the past month. The patient received intravenous antibiotics. The patient is a participant in the post approval clinical surveillance product surveillance registry.